Manufacturer narrative:
The customer provided discrepant d-di2 results for an additional patient sample from a "child": on (B)(6) 2021 the result from the c311 system was 4702 ng/ml. The repeat result from an external laboratory using a c501 module was 408 ng/ml. The field service representative (fsr) found cell detergent overflowing from one cell into other cells; the fsr made valve adjustments. The fsr checked the rinse water volume for the sample and reagent probes and found small drops of water coming out of the rinse station due to blocked rinse valves of the sample and reagent probes; these were repaired and the water level returned to normal. The reagent probe was checked and reagent splashes were observed on the reaction cell covers; the fsr cleaned the reagent probe and reagent fluid path. Precision testing was performed and all results passed. The investigation determined the observations and service actions by the fsr correspond to the issue the customer complained about. Reagent issues were excluded. Section d, suspect medical device was updated based on investigation results. Applicable fields of section g were also updated. The d-di2 reagent lot number was 50914501 with an expiration date of 30-nov-2021.

Manufacturer narrative:
This event occurred in (B)(6). On 10-dec-2020 the field service engineer (fse) visited the customer site. Calibration and qc were acceptable. The results from the hardware check were not acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for tina-quant d-dimer gen.2 (d-di2) on a cobas 4000 c (311) stand alone system. The initial result from the c311 system was 1286 ng/ml. On (B)(6) 2020 a 2nd sample was obtained and run on a c501 module in another laboratory and the result was 67 ng/ml. On (B)(6) 2020 a 3rd sample was obtained and run on the c311 system in question with a result of 951 ng/ml. The 3rd sample was repeated on the c501 module in the other laboratory with a result of 97.0 ng/ml. The 3rd sample was repeated on a different c311 system in another laboratory and the result was 1415 ng/ml. On (B)(6) 2020 the initial sample was repeated on a different c311 system and the result was 1053 ng/ml. On (B)(6) 2020 the initial sample was repeated by the vidas method with a result of 255.75 ng/ml. No questionable results were reported outside of the laboratory. The c311 system serial number at the customer site was (B)(4).